Event description:
The following was reported to hamiton medical ag: the medical staff we have reported a difference of 6 to 8 points less between the fio2 requested and the fio2 delivered. The medical staff changed the o2 cell but the problem is the same. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: the medical staff we have reported a difference of 6 to 8 points less between the fio2 requested and the fio2 delivered. The medical staff changed the o2 cell but the problem is the same. No health consequences or impact.